Event description:
Customer reported that up arrow button was not responding when trying to deliver a bolus and the insulin pump alarmed button error. Blood glucose value is 93 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded esc and act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.